Event description:
It was reported that during a peripheral angioplasty treatment procedure, a balloon ruptured occurred. The target lesion was located in a fistula in the right arm. A gladiator 8.0 x40, 75cm balloon catheter ruptured at an unknown atm on initial inflation. The balloon was removed intact. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).